Event description:
It was reported that an "unknown white particulate was found floating inside the connector between the two pressure tubings while priming before use." There were no patient complications reported.

Manufacturer narrative:
Received one single flothru dpt-vamp plus kit with IV set and pressure tubing . The reported issue of ¿unknown white particulate was found floating inside the connector between the 2 pressure tubing¿ was not confirmed. There was no visible contamination/particulates observed throughout the kit during visual examination. This unit was transferred to irvine for further evaluation. A review of the manufacturing records indicated that the product met specification at the time of release. Additional investigation revealed that there were no particulates inside the pressure monitoring kit. The kit was flushed with ro water at pressure 345mmhg for 5 minutes. The ro water was collected and filtered through black filter paper. No visible particulate was found on the filter paper.